Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 1.5 mm x 40 mm x 150 cm coyote balloon catheter was advanced for dilatation. However, during inflation over a nominal pressure, the balloon ruptured before it reaches the rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.